Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device, CPR connector, and multifunction cable were returned to zoll japan for evaluation. The device, CPR connector, and multifunction cable were put through extensive testing. The device was recertified and returned to the customer. The electrode pads used during the event were returned to zoll medical pawtucket for evaluation. The customer's report was duplicated and confirmed when the pads were placed on a defib analyzer and plugged into an r series defib, initially there was no issue but when the hv wire was stressed, the r series prompted "poor pad contact" and "check pads." The fault is believed to be within the cable beneath the pvc exterior. It is noteworthy to mention an intermittent connection between the pad and the connector can be created when the cable is strained, and the wire is damaged. When the pads are being removed from the styrene backing, it is recommended to grasp the electrode by the red tab to ensure that the cable does not get stressed or damaged before or during resuscitation. Analysis for reports of this type has not identified an increase in trend.